Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: partial delamination of the valve, crack valve, and an opening. Microscopic analysis was performed which identified: a striated opening on posterior, crack valve, and partial delamination of the valve (adhesive failure). Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage. A cracked valve seat diaphragm valve. Partial delamination of the valve assessed as adhesive failure.

Event description:
Physician reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right side deflation. Device has been explanted.